Manufacturer narrative:
Device evaluation summary: device evaluation of charger sn (B)(4) has been completed. The reported problem (unable to charge a battery) has been confirmed. Upon investigation, the battery charger/modem was unable to charge a battery pack. The cause for the failure was contamination on the battery pca and an open y1 crystal oscillator on the bedside pca. The open oscillator was caused by the contamination. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the defective charger.

Event description:
A us distributor returned a charger and reported that the charger was unable to charge a battery.